Event description:
Reportedly, these devices were returned from hospital, due to cracking and crazing.

Manufacturer narrative:
Eval summary = cylindrical end and the replica end exhibit crazing and cracks at polysufone plastic connection to the handle rod. Both ends are attached and intact, no missing pieces detected.